Event description:
Small hole noted in the arterial line near the clamp piece, blood was noted to be dripping out of this hole during the patient's hemodilaysis run, this was noted on a covidien palindrome catheter item number 8888145015p, lot 2027200217, hemodialysis run was stopped, later line was removed and replaced by interventional radiologist, line was not recovered, no pictures were taken of line. Catheter was used for hemodialysis three times a week. Dates of use: (B)(6) 2021 to (B)(6) 2021. Dianosis or reason for use: end stage renal disease.